Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining an unspecified error message when attempting to test. The reporter claimed error message appeared only with 1 vial of test strips and worked fine when tested with a different vial of test strips. The reporter stated the subject test strips were thrown away and therefore test strip lot # not known. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.